Manufacturer narrative:
UDI: (B)(4). DHR - review of the history device records for the valve product code 82-3100, with lot crlbgg conformed to the specifications when released to stock on the (B)(6) 2014. Failure analysis: -the valve was visually inspected; needle holes over the needle guard were noted. -the position of the cam when valve was received was 70mmh2o. -the valve was hydrated. - the valve was tested for programming with programmer 82-3126 with serial number 1428 and programmer 82-3190 with serial number 4031, the valve failed the test, the cam mechanism did not move during the programming process. -the valve was flushed - passed the test no occlusion was noted. -the valve was leak tested - leaked from the needle holes over the needle guard. -the valve was reflux tested - passed the test. -the silicone was cut just after the valve casing -the cam mechanism was moved. - the valve was retested for programming with programmer 82-3126 with serial number 1428, the valve passed the test. -the valve was dismantled and was examined under microscope at appropriate magnification: -biological debris was found on the cam mechanism, and on the cam mechanism pillar. The root cause for the programming problem is due to biological debris found on the cam mechanism and the cam mechanism pillar.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that the valve (ID 823100-hakim programmable valve) was implanted via vp in 2016. The initial setting was unknown. Then, recently ventricular enlargement was confirmed. So the surgeon lowered the setting and a slight improvement was confirmed. However, the tumor of the patient has grown and a tumorectomy was performed. After the surgery, it seemed the cerebrospinal fluid was not flowing. So it was checked and an angiography verified the flow. Even though the flow was confirmed, it was not sufficient. Therefore a revision surgery was performed on (B)(6) 2019. The setting of the removed valve was 30mmh2o. The new valve is a certas. The patient is a female and her initial are (B)(6). She is recovering well. The surgeon commented that the there was a possibility of blood contamination in the valve during the tumorectomy that caused massive blood loss. Csf protein level was unknown. There is suspicion of contamination of blood and debris into the cerebrospinal fluid. No further information was provided by hospital.